Event description:
The following description of the event was copied by a carefusion tech support specialist from a report received from the distributor in (B)(6). "Circuit disconnected between humidifier and bellows at the humidifier connection. Disconnect occurred on an immunosuppressed paediatric patient ((B)(6) years old) on hfov. Circuit leak was unable to be located for some time due to it's location (distally at fitting on humidifier). Patient required hand ventilation in the interim.'

Manufacturer narrative:
The distributor in (B)(4) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the distributor in (B)(4). The alleged faulty patient circuit was not returned to carefusion for evaluation as it was contaminated. Based on the information and photos provided by the distributor in (B)(4). Carefusion has determined that the most likely root cause of the reported event was a loose connection on the heated wire assembly pn: (B)(4) of the patient circuit. If the connection where the tubing fits onto the connector is not fully seated. Over time while in use, the combination of the heat and moisture from the humidifier and oscillatory forces (vibration) of the unit may cause the connection to further loosen causing a leak in the patient circuit. A review of the carefusion complaint system for the past 2 years resulted in zero like failures (same failure mode and root cause), thus carefusion considers this to be an isolated incident.